Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified right coronary artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 3.00 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) identified tip damage. The tip pulled and stretched. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified right coronary artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.